Manufacturer narrative:
The date of the event was an unreported date in (B)(6) 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph using the naked eye which revealed that there were air bubbles in the tube. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported air was observed in the line of a solution administration set during training. It was further reported, the trainer ¿tried to run the evoiq pump with high rate or run evoiq pump for several hours¿ and ¿the air occurred both at the pumping section and at the IV line outside the pump¿. There was no patient involvement. No additional information is available.